Event description:
In this case, the customer reported a strong smell coming from the equipment room. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse investigated and determined that the console uninterruptible power supply (ups) external battery pack was slightly warm and discovered that battery acid had leaked underneath it. The fse removed power and disconnected the battery pack and bypassed the ups.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer at (B)(6), reported that the backup ups was beeping, producing a strong sulfur smell, and leaking battery acid. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse investigated and determined that the console uninterruptible power supply (ups) (tripplite) external battery pack was slightly warm and discovered that battery acid had leaked underneath it. It was confirmed that the system was not in clinical use at the time of this event. The fse removed power and disconnected the battery pack and bypassed the ups. The philips fse stated that the console ups was approximately 5 years old at the time of the event. The defective ups and battery pack were removed from the site by the customer and disposed of. It was also communicated that the customer does not have a service agreement with philips. The customer calls philips for service when needed. The system is currently operating without a console ups as per the customer's request. CT engineering determined this issue to be an acceptable risk. The following mitigations apply: the system shall only utilize batteries approved by a recognized electrical safety organization (i.e. (B)(4)). Ups owner¿s manual states no user serviceable parts and requires no routine maintenance. Full system ups has temperature sensor monitoring the battery cabinet temperature. Ups comes with status notification (beep alarm for fault condition). Service documentation shall include preventative maintenance and inspection criteria. Philips service procedures shall recommend replacement of failed batteries in sets. Service and user documentation shall identify appropriate personal protective equipment (ppe) and neutralizing agents (ammonia or baking soda). Site planning document recommends to not allow ups closer than 1.5m (60 inches) from patient couch unless it is certified as a medical grade device and/or approved with the CT system. Site planning document recommends that a ups battery cabinet should not be exposed to prolonged periods of temperature above 25 c (77 f). The defective ups was removed from the site and the CT system was placed in bypass mode. The root cause was unable to be determined due to the ups being discarded by the customer. The probable cause, based upon the information available, is due to defective battery in the console ups due to the battery being 5 years old and needed to be replaced.